Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, post paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and the pptwos was suspected to be due to fusion. Reprogramming of the device was recommended to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.